Event description:
It was reported that at 58 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing an urinary tract infection (uti). The patient was administered cipro (unknown dose). The investigator assessment of the patient uti symptom was assessed as probable procedure and device related. There was no clinical endpoint committee adjudication results required for this event.

Manufacturer narrative:
Event description: updated to reflect resolution of uti 16 days post onset symptom. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that at 58 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing an urinary tract infection (uti). The patient was administered cipro (unknown dose) and the uti symptom was reported to have resolved 16 days post onset symptom. The investigator assessment of the patient uti symptom was assessed as probable procedure and device related. There was no clinical endpoint committee adjudication results required for this event.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that at 58 days post convective radiofrequency water vapor thermal therapy procedure, the patient was experiencing an urinary tract infection (uti). The patient was administered cipro (unknown dose). The investigator assessment of the patient uti symptom was assessed as probable procedure and device related. There was no clinical endpoint committee adjudication results required for this event.